Manufacturer narrative:
The device was not returned for analysis. Follow up report indicated that the patient's condition has improved. The hematoma and infection have resolved. The patient had underwent a revision and reported a noticeable improvement since the revision surgery. The patient's pain scores have reduced and reported improvement in overall physical well-being. Device not available for return.

Event description:
It was reported to nevro that a patient in (B)(6) experienced a hematoma post implant at the ipg site. Follow up with the patient indicated that the physician suspected a possible infection due to patient's report of persistent pain and shocking sensation at the pocket site. The patient is currently on antibiotics.